Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings:. Black box and alarm history shows multiple power events on (B)(6) 2014. Returned battery cap and test cartridge cap were used to complete the investigation. The pump powers ¿on¿ and performs ¿ez-prime¿ steps correctly. The pump alarmed with ¿cs162¿ warning during the duration test, no power interruption occurred during the investigation. Unable to investigate ¿power¿ complaint. The pump¿s cover was removed, inspection found moisture corrosion to the display careen, the power printed circuit board and to the force sensor flex pins. Unrelated to the complaint, the display contrast is dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had either lost power or "locked up". Patient had called with one issue, then later in the day, the pump stopped working. The patient is not available to obtain information. And the pump has been sent back to animas for investigation. There is no allegation of a blood glucose excursion. This complaint is being reported as the alleged issue was not resolved.